Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer added insulin and reloaded the cartridge to resolve the issue. Tandem clinical support educated customer regarding cartridge labeling instructions. Customer¿s blood glucose level was 150-160 mg/dl.